Event description:
On (B)(6) 2022, the patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses and a gore® dryseal flex introducer sheath (dsf). During procedure while deploying the ipsilateral leg, the physician attempted to push it up proximally for 1.5 cm; however, he could not push it sufficiently which resulted in unintentional partial coverage of the left internal iliac artery (iia). It was reported, that to recover the partial coverage, the physician pushed the ipsilateral leg by the dsf, but then rupture of the left iia was noted during this process. Therefore, the left iia was coil-embolized and an additional stent graft was deployed at the ruptured site. The patient tolerated the procedure. Additional information received via fsa on may 16, 2022, as follows: the catalog number and serial number for the dsf is (B)(4).

Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. (B)(4).